Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The reason for explant was due to recurrent mitral regurgitation and a valve replacement was needed. No additional adverse patient effects were reported.